Manufacturer narrative:
Additional information: the 6f launcher guide catheter and sheath were changed as the the snare was unable to go in the 6f size. It was stated that it was believed that the stent dislodged due to the severe calcification present. There were no issues noted with the 6f launcher guide catheter or sheath. Correction: stent dislodgment occurred at the mid lcx due to heavy calcium present in the lesion. The guide catheter and femoral sheath were changed to 7f size. The stent was successfully removed via the right common femoral artery (cfa). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one image was returned for review. The image shows a dislodged and deformed stent beside a launcher guide catheter. Additional information: resistance was not encountered during withdrawal of the device. Initial reporters full name provided. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, stent dislodgement occurred during removal following failed delivery. The lesion was located in the mid circumflex (cx) artery which exhibited mild tortuosity, severe calcification and 95% lesion stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. The dislodged stent was removed from the patient using a snare. No further patient complications have been reported as a result of this event.